Event description:
The covidien stapler used to staple and cut tissue locked in the closed position for a period of time, when the jaws of the stapler were opened the stapler had cut but not stapled, resulting in blood loss. Diagnosis or reason for use: was being used in vascular surgery.